Event description:
The complainant reported a patient (unknown race) undergoing a high-risk percutaneous coronary intervention to the left main/left anterior descending artery was implanted with an impella cp device for mechanical circulatory support. Upon repositioning sheath insertion, the impella cp device advanced and at that time, the patient abruptly lifted a leg and the impella cp device came back past the valve. The physician was unable to properly reposition the impella cp device and, therefore. The decision was made to place a secondary impella. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient movement related since patient lifted leg abruptly and impella came back past the valve and it was unable to reposition properly.